Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in the operating room in the pt's left subclavian. The spring wire guide (swg) was placed without incident. Upon placing the catheter, it was determined that the swg was inserted too far and the physician attempted to retract it. At which time, the swg became caught on the pt's clavicle. Another physician was called to assist in the removal. A micro-dilator was inserted over the swg and the swg was removed. Another kit was opened. There was no delay in treatment, no pt death and no pt complications were reported. The pt had no further issues.